Manufacturer narrative:
Conmed corporation received one (1) "unopened" package containing the ultraclean blade electrode, 4" with extended insulation for evaluation. On 22-mar-2017 the device was visually inspected in the packaging engineering lab at conmed. When visually inspecting the sample pouch it was found that the seal width was less than 1/4 inch with a gap between the vendor seal and the production seal. After performing a dye leak test, it was confirmed that the gap created a channel which resulted in a breach of sterility. This complaint is confirmed. This lot was manufactured on 02-oct-2015. The manufacturing documents from the DHR/lhr have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing (B)(4) units, there are no other similar complaints received. A two (2) year review of product history for this device showed a total of 27 complaints involving 51 devices including this complaint. During this same two (2) year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this reported failure mode (B)(4). The reported packaging damage was obvious to the distributor and therefore prompted the return of the device for evaluation and replacement. Although the risk documents address this failure mode, an investigation was opened to mitigate the sealing related hazards. To date, there have been no serious injuries or death related to this reported problem. The reported complaint issue will continue to be monitored through the complaint system. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risk of insufficient heat seal. The IFU states: "sterility guaranteed unless package has been opened, broken, or damaged." As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
The distributor in (B)(6) reported that during receiving and inspection of incoming products, one (1) package containing one ultraclean blade electrode, 4" with extended insulation, was discovered with "insufficient heatseal." In this instance, there was no patient involvement with this reported problem, as the "insufficient heatseal" was discovered during inspection at the distributor facility prior to distribution to an end-user.